Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a suction pump, part ID: 2208011, serial # (B)(6). According to the user facility, "the unit would not create suction." After trying to troubleshoot the pump issue, the doctor called off the surgery. In addition, the reported issue caused a 10 minute delay during the holep procedure while they tried to resolved the reported issue. There was no back-up device available and the scheduled procedure was not completed. There is no report of injury to the patient or other personnel.